Event description:
It was reported that the patient presented for a lead revision procedure. It was noted that the electrocardiogram (EKG) had changed since the implant. The pacemaker appeared to have migrated and been twiddled. The right atrial (ra) lead, right ventricular (rv) lead, and left bundle branch (lbb) lead were pulled back and dislodged. The lbb lead was replaced with a new lbb lead. The new lbb lead was dislodged during the first implantation attempt and became contaminated while slitting the sheath. During sheath slitting, the new lbb lead got caught and was pulled out along with the sheath. The old lbb lead was explanted, the new lbb lead was not used and replaced during the procedure. No interventions were performed on the pacemaker, the ra lead, or the rv lead. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.